Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-04630. It was reported that the patient experienced ineffective therapy after a fall in which one lead was fractured with high impedances and the other lead migrated. Surgical intervention was undertaken on (B)(6) 2023 during which the existing leads were explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which lead fractured with high impedances and which migrated.

Manufacturer narrative:
Section d correction: the product details were updated.

Manufacturer narrative:
H6 correction: type of investigation should be 4111 - communication/interviews and 4114 - device not returned rather than 4118 - type of investigation not yet determined h6 correction: investigation findings should be 213 - no device problem found rather than 3233 - results pending completion of investigation.